Manufacturer narrative:
An event of a device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device migration is likely due to mis-sizing, however this cannot be determined. An unexpected medical intervention was a result of case-specific circumstances, as the device was snared. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was implanted. The procedure was performed under intracardiac echocardiography (ice) and fluoroscopic guidance. After device deployment and performance of a stability check (confirmed as performed), it was observed through intracardiac echo and fluoroscopy that the occluder had shifted in position within the intended implant site. Specifically, the right superior disk slipped off the pfo limbus and into the pfo tunnel, indicating migration. The implanter believed the cause of the migration was that the 25-18mm device was too small for the pfo. The migrated occluder was subsequently removed from the patient¿s body using a snare without any issue. Throughout this period, no leak was detected around the device, and no rhythm changes or clinical signs or symptoms such as arrhythmia, interaction with a valve, or hemodynamic instability were observed. The device migration was identified based on imaging findings shortly after deployment. There were no difficulties with device implantation, including no need for multiple recaptures or repositioning. The procedure was completed successfully with the implantation of a 30-25mm amplatzer talisman pfo occlude the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was implanted. The procedure was performed under intracardiac echocardiography (ice) and fluoroscopic guidance. After device deployment and performance of a stability check (confirmed as performed), it was observed through intracardiac echo and fluoroscopy that the occluder had shifted in position within the intended implant site. Specifically, the right superior disk slipped off the pfo limbus and into the pfo tunnel, indicating migration. The implanter believed the cause of the migration was that the 25-18mm device was too small for the pfo. The migrated occluder was subsequently removed from the patient¿s body using a snare without any issue. Throughout this period, no leak was detected around the device, and no rhythm changes or clinical signs or symptoms such as arrhythmia, interaction with a valve, or hemodynamic instability were observed. The device migration was identified based on imaging findings shortly after deployment. There were no difficulties with device implantation, including no need for multiple recaptures or repositioning. The procedure was completed successfully with the implantation of a 30-25mm amplatzer talisman pfo occlude the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.